Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower part of stomach pain") in a 30-year-old female patient who had essure (batch no. D19663,d19663) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gastroparesis, peripheral neuropathy and type 1 diabetes mellitus. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced infection ("infection"). The patient was treated with surgery (salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower was resolving and the infection outcome was unknown. The reporter considered abdominal pain lower and infection to be related to essure. The reporter commented: insertion details : the right ostea was visualized and the essure insert placed without difficulty. Essure coil in place with 5 coils into the cavity. Same procedure repeated on the left with 2 coils into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2016: negative. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. (B)(6) 2016 surgical path report fallopian tubes, bilateral, bilateral salpingectomy: first: fallopian tube: acute and chronic salpingitis, essure wire in place; second fallopian tube: chronic sapingitis, essure wire in place; both fallopian tubes: vascular congestion and small paratubal cysts. There is no evidence of perforation in the tubes. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: abdominal pain lower. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet and medical records. Added new reporters and case became medically confirmed. Added patient's date of birth and height. Added patient's relevant history and tests. Added essure's indication and lot numbers (d19663,d19663). Updated pelvic pain to abdominal pain lower. Added its onset date, surgery details and outcome. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower part of stomach pain") in a 30-year-old female patient who had essure (batch no. D19663) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gastroparesis, peripheral neuropathy and type 1 diabetes mellitus. In (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced infection ("infection"). The patient was treated with surgery (salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower was resolving and the infection outcome was unknown. The reporter considered abdominal pain lower and infection to be related to essure. The reporter commented: insertion details : the right ostea was visualized and the essure insert placed without difficulty. Essure coil in place with 5 coils into the cavity. Same procedure repeated on the left with 2 coils into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2016: negative. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. On (B)(6) 2016 surgical path report. Fallopian tubes, bilateral, bilateral salpingectomy: -- first: fallopian tube: acute and chronic salpingitis, essure wire in place; -- second fallopian tube: chronic salpingitis, essure wire in place; -- both fallopian tubes: vascular congestion and small paratubal cysts. There is no evidence of perforation in the tubes. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of ptc (product technical compliant). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and infection ("infection"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and infection outcome was unknown. The reporter considered infection and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.